Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model: g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, air leaked from the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. An event of a leak was reported. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.